Manufacturer narrative:
Na

Event description:
It was reported, "patient came into the clinic one month post op with leg pain. CT scan and xrays were done and they showed the spacer had migrated posteriority into the cal sac. During the revision surgery the surgeons found both l5 screws had loosened.